Event description:
Related to 741324. The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting jaws came apart/wires. No procedural delays reported. They opened up another vh-4000 to the complete case. No patient effect was reported.

Manufacturer narrative:
Trackwise ID 748074. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. Blood was observed on the clear silicone insulation on both the cold and hot jaws. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw, exposing the metal portion of the cold jaw. No detachment of silicone insulation was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed, however the analyzed failure "peeled; jaw; delaminated" was observed. The lot # 3000275360 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.